Event description:
Customer reported that four (4) erroneously low sodium results were generated by the unicel dxc 800 synchron system following routine calibration of the system. The results were reported out of the lab. The erroneous results were noted by the operator after review of the result anion gaps. The system was then recalibrated and all erroneous samples were retested. The retested samples yielded results within expectation and amended results were issued. It is not known if there were any changes to the pts' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude a serious injury.

Manufacturer narrative:
No service call was made to the facility, accordingly, no physical examination of the system was performed. The customer was instructed to replace the sodium electrode. Although the electrode was replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of four individual medwatch reports as the customer reported four separate pt events. See the below MDR numbers for all associated events: 2050012-2011-03292, 03923, 03924, 03296. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.